Manufacturer narrative:
(B)(4). With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly following the system implant procedure, the left ventricular (lv) lead exhibited loss of capture (loc). It was alleged the lv and this right ventricular (rv) lead had dislodged from the original implant location. The physician attempted to reposition the lv lead but it was unable to be repositioned and was subsequently explanted and replaced with a new lv lead. The physician was able to successfully reposition this rv lead, however, damage occurred to the device setscrew during the procedure. The physician elected to also explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The rv lead remains implanted and in-service.